Manufacturer narrative:
H3 other text : device is not available.

Event description:
Consumer reported found 2 syringes from this packet. Both shield hard to remove and when shield removed, the needle hub stuck within the shield. Dc lot # 4009105 catalog# 328438 date of event 05.07.2024 = 1 syringe - awaiting sample date of event may 04 2024 = 1 syringe - discard.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.